Event description:
Physician was attempting to use the closurefast catheter along with rfg2 generator during procedure to treat the great saphenous vein(gsv). Tumescent infiltration was utilized. General anesthesia was used. The lumen was flushed prior to use. IFU was followed. The proper temperature was not reached. It was reported that the temperature exceeded 120 degrees, the radiofrequency was automatically stopped. No visible damage to heating coil element. Compression not being applied when issue noted. No adjustments made to parameters of the generator. No error code was displayed, but the temperature exceeded 120 degrees, and the power automatically dropped to 0.1w. Second catheter not attempted because the temperature had been above 120 degrees, the doctor was worried that it would burn through the blood vessels if the radiofrequency was continued. The vein did not close. The generator has been used normally since procedure. The procedure was completed by changing to open surgery (great saphenous vein stripping surgery), traditional peeling surgery. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the clf device was returned. No ancillary devices or images from the procedure were received with the device. No damage was noted to the catheter heating element/coil. Pin condition: no issues identified in the catheter connector. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 88.1 ohms test 2. (Tc+/ tc- test) (specification: <(><<)>(><(><<)><(><<)>)> 250 ohms) ¿ result = 120.7 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.66 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) the catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an alert message ¿treatment halted: device broken¿ and ¿treatment halted: recoverable error 350¿ check being seen on both generators. The customer¿s report the ¿that the temperature exceeded 120 degrees, the radiofrequency was automatically stopped¿ has been confirmed. Functional testing was able to replicate the reported experience. During testing it was discovered a ¿treatment halted: device broken¿ and ¿treatment halted: recoverable error 350¿ alert would appear immediately after plugging in the closurefast catheter to the generator from the lab. The device was disconnected and reconnected; however, the same error message appeared. A visual inspection found no damages that appear to have contributed to the reported event. Conclusion: device failed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.